Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed critical block and inverse critical block error. The customer¿s blood glucose level was 15.1mmol/l at the time of the incident. The pump error alarmed during filling cannula. Customer can complete pump rewind. Explained pump will need to be replaced. Advised to revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. No pump error 15 alarm during testing.